Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma late.

Event description:
Healthcare professional reported left side rupture of recalled implants. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: sharp broken on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on anterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Wrinkles (creases) were not observed on the device. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture of recalled implants. Healthcare professional later reported "irregular contour" and "leak fluid". Device has been explanted.